Event description:
Additional information received stated that the patient experienced ¿no pain relief¿ after their first 24 hours with the device. The patient stated that the device was ¿causing a severe and constant cold sensation¿ that they termed ¿thermal paresthesia.¿ it was further stated that this was a ¿new and debilitating symptom that didn¿t exist before the implant.¿ the device was noted to be ¿non-functional¿ and ¿causing additional suffering.¿ it was stated that previous reprogramming attempts by local staff had been unsuccessful. The patient¿s husband noted that although an appointment was made for (B)(6) 2026, the patient¿s physician was unable to attend the session. The patient¿s husband reported the patient ¿continued to experience significant pain and persistent freezing sensations associated with the device¿ at that time. As such, a new appointment was scheduled for 2026-apr-16 with the physician. The outcome of this appointment was unknown at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Correction: this file has been merged into a previously reported duplicate event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A manufacturer clinical specialist did attend the patient appointment on (B)(6) 2026 on the defined data. The patient therapy was revaluated by the responsible physician, with a tonic stimulation being fine tuned without major changes. It was observed that the patient kept a low stimulation amplitude with the patient programmer for most of the time, and that could be a partial explanation for the therapy efficiency complaint. The physician related the thermal paresthesia to a misconception about the tonic stimulation induced paresthesia, and the reason for the lack of effectiveness was connected to a low stimulation amplitude maintained by the patient for most of the time, to the need of fine tune the stimulation and probably to an unrealistic expectation of total pain relief. The patient reported at the end of the appointment that the therapy was comfortable and that the pain relief was adequate, but she will probably complain again in the short term. Ins information confirmed (duplicate event found). Additional information received reported that this event was a duplicate of a one previous reported in MFR report # 2182207-2026-00865. Any new information received in the future will be reported under MFR report # 2182207-2026-00865. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s spouse reported that the patient experienced ¿severe side effects¿ despite multiple programming attempts. It was stated that the patient experienced ¿spinal coldness, leg heaviness, and electric shocks¿ while performing daily activities. The patient and their spouse ¿believed the issue could be resolved through a two-step programming approach¿ that would feature ¿an initial adjustment followed by fine-tuning two to three hours later;¿ however, they noted that this was ¿proven unfeasible¿ and it was ¿due to procedural constraints and limited availability of both physician and technician.¿ it was stated that each session was ¿without therapeutic success.¿ the patient¿s wife had reportedly ¿endured years of debilitating pain¿ and ¿while the device offered partial relief, the side effects were intolerable¿ at the time of report. No further complications were reported or anticipated at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the issues were related to misconceptions about therapy management and potential treatment outcomes. It was stated that the patient had no other unattended requests at the time of follow-up.